Event description:
This female pt had the following medical history: hypertension, hypercholesterolemia, prior pci, and a prior mi. The pt had an elective procedure due to unstable angina. Aspirin, beta blockers, statins, and plavix were administered prior to the procedure. Lesion 1-1 was classified as a de novo segment of the mid left anterior descending (lad). The lesion was not bifurcated. The lesion was predilated. A 2.5x13mm cypher stent (lot number unk) was successfully deployed. A dissection occurred prior to deployment. Other details on the dissection are unk. After deployment, the lesion was postdilated. Pre procedural diameter stenosis was 80% and residual diameter stenosis was 0%. Timi flow was 3 post procedure. Medications administered during the procedure included plavix and thrombin inhibitors. Lesion 1-2 was classified as a de novo segment of the proximal left circumflex. The lesion was not bifurcated. The lesion was treated with balloon angioplasty. Pre procedural diameter stenosis was 70% and residual diameter stenosis was 50%. Timi flow was 3 post procedure. The pt was discharged the following day. Discharge medications included plavix, beta blockers, statins, and aspirin. Approx ten months later, a CABG was performed on the previously treated index lesion in the mid lad. No add'l info is available.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.